Manufacturer narrative:
(B)(4). Corrections: adverse event was inadvertently indicated on the initial MDR and is removed. There was no adverse patient event. Required intervention to prevent permanent impairment/damage was inadvertently checked on the initial MDR and is removed. No intervention was performed. Serious injury was inadvertently indicated on the initial MDR and is corrected to a malfunction report. The clip delivery system (cds) was discarded. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for difficult to remove are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history records confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. The user reported no issue while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. Additionally potential causes for cds sleeve steering issues resulting in difficulty positioning the cds are, but not limited to, manufacturing anomalies (loose or misaligned sleeve key), patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, cds sleeve steering issues for placement or removal may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, the information provided in the case details stated that when the clip was introduced into the left ventricle it moved extremely medially and became caught in the chordae several times. Initially, the physician felt that there was a steering issue with the clip, but then thought it was due to the sub-valvular anatomy. The device was removed from the anatomy. Based on the information reviewed, the reported sleeve steering issue appears to be related to procedural conditions and not a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x2). The mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other mitraclips (10251865/06, 10289045/29, 10286205/30) referenced are being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the mitraclip (10284045/12) became caught in the chordae, which has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, one clip was implanted without incident. During placement of the second clip (10251865/06), the clip became caught in the chordae and after it was released, it was implanted. The mitral regurgitation (mr) remained a grade 4 as the lateral severe jet remained. A third clip (10284045/12) was introduced into the left ventricle, but it moved extremely medially and became caught in the chordae several times. Initially, the physician felt that there was a steering issue with the clip, but then thought it was due to the sub-valvular anatomy. The third device was removed from the anatomy. Clip (10289045/29) was then used and also became caught in the chordae. Upon freeing the clip from the chordae, a ruptured chordae was observed. The clip was implanted. The severe lateral jet and mr 4 remained. As another clip (10286205/30) was being maneuvered into place, it became caught in the chordae, freed, and was grasped to the leaflets, but there was no significant reduction in mr. As the position of the x-ray machine was being maneuvered, the steerable guide catheter (sgc) was inadvertently pushed causing the clip to be pulled off of the leaflets. Further grasping attempts were unsuccessful and the decision was made to convert the patient to surgery. During the surgery, the posterior leaflet was observed to be torn and the mitral valve was surgically replaced. Post surgery, the patient was reportedly going to be discharged soon. No additional information was provided.